Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 02/15/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and elevated ions.

Event description:
Patient was revised to address metal debris.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Complaint description: patient was revised to address metal debris. Update rec¿d 02/15/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and elevated ions. Adding a femoral stem to the complaint for the elevated ions. Complaint was updated (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records the patient was revised to address pain and elevated metal ions. Revision note stated, there was significant black debris noticed on the taper of the implant due to some corrosion. A significant amount of debris was also noticed around the rim of the cup as well as subsidence of the bone. In addition to what were previously alleged, ppf alleges metallosis. Doi: (B)(6) 2005 - dor: (B)(6) 2015 (left hip).